Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during caesarian section procedure, the connection between the absorbable suture and the suture needle was disconnected. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.